Event description:
Patient reported being burned during 4-pole ifc treatment, 15 minutes, no higher than 18ma, cc. No patient data, treatment parameters, and resulting conditions/parameters was provided.

Manufacturer narrative:
Electrodes pads used on the patient when the reported event occurred were not provided by the complainant. We do not know the size of the pads. Full functional test was conducted on all waveforms and on both channels. The device performed to specification and no problems were found.